Event description:
It was reported that patient presented for an implant procedure. It was noted that the left ventricular lead dislodged while the physician was closing the pocket. The lead was not used. The patient was discharged.